Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced an event where infusion set is leaking at site on (B)(6) 2026 which led to high blood glucose and treated with pump and it has been in use for three to four days.